Event description:
It was reported by service report that the footboard was broken with sharp edges and the possibility for fluid ingress and the bed would not lower due to broken lift couplers. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: footboard.